Manufacturer narrative:
Physio-control further evaluated the customer¿s device and verified the reported issue. It was determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time.

Event description:
The customer contacted physio-control to report that their device would not power on, and the battery had to be removed to turn it off. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device would not power on, and the battery had to be removed to turn it off. There was no patient use reported with the event.

Manufacturer narrative:
Replacement system boards for the customer's device are no longer available, and the device could not be repaired. The device was scrapped, and the customer will purchase a replacement device. Further root cause was not established.